Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as system is not an implantable device. Section d6b: if explanted, give date: not applicable, as system is not an implantable device. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficienc. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient that had arcuate incision created by the catalys but incision was ineffective, and patient may have had more astigmatism post-surgery. Preop rx +0.75 +1.25x002, k¿s 44.94/46.14@016, postoperative rx -1.00+1.50x160. Through follow up it was learned that patient had some depth perception/imbalance post surgery but not enough to hinder functionality overall. Doctor re-opened limbal relaxing incision (lri) in office w/forceps; put on steroid drop regimen - no improvement. Eventually fit with contact lens to correct astigmatism. No additional information was provided.